Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06765. It was reported the pt experienced heating while charging his ipg. The pt also stated his ipg turns itself up or down depending on movement. Reprogramming did not resolve the issue. Surgical intervention will be undertaken at a later date to address the issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.